Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There were no button error alarms on the insulin pump. The device was received with minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 75 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.